Event description:
It was reported that during testing conducted at the user facility, the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the user facility the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The complaint for was not confirmed. The coupler was determined to be worn. The affected coupler was replaced, and other components not related to the failure were replaced as part of preventive maintenance. The drill was placed in stryker stock after passing final inspection.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.